Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals on the right ventricular (rv) channel. As a result, there was four seconds of asystole. The noise appeared to be cyclic and caused by electromagnetic interference (emi). It was noted impedance and power consumption were normal. This crt-d remains in service. No adverse patient effects were reported. Additional information was received from the field. The noise was caused by the patient using an electric massage gun near the device.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals on the right ventricular (rv) channel. As a result, there was four seconds of asystole. The noise appeared to be cyclic and caused by electromagnetic interference (emi). It was noted impedance and power consumption were normal. This crt-d remains in service. No adverse patient effects were reported.